Event description:
It was additionally reported that the pump malfunction did not cause or contribute to any patient injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced hyperkinesia during use of a cadd-legacy duodopa pump. It was discovered that the pump was programmed incorrectly. The "md" had been replaced with "cd" and vice versa. The "md" was 3.7ml/hr instead of 5.6ml/hr, and the "cd" was 5.6ml/hr, instead of 3.7ml/hr. The patient was provided directions to change back the dosage. No permanent injury was reported.